Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during an esophagectomy, two loads fired half way and then just stopped. Would not go any further. No lights came on. The surgeon switched to another idrive, and it worked fine. The patient is fine. No reinforcement material used.